Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that the when starting the procedure, the thread desassembled from the needle. Before use.